Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Hold for jg 5.11it was reported that on (B)(6) 2021, patient underwent a pelvic surgery procedure for unknown reason. The titanium washer for 7.3mm cannulated screw broke during insertion. No fragments were generated. The procedure was completed successfully without surgical delay. There was no patient consequence. Concomitant device reported: unknown 7.3 cannulated screw (part# unknown; lot# unknown; quantity: 1). Unknown insertion instrument (part# unknown; lot# unknown; quantity: 1). This complaint involves one (1) device. This report is for (1) washer 13.0mm. This report is 1 of 1 (B)(4).